Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of an adc freestyle libre sensor. A caller called to report that the customer¿s sensor received an immediate ¿lo¿ (readings less than 40 mg/dl) message and customer self-treated with sugar. It was further reported the customer had contact with a healthcare professional and a reading of 339 mg/dl was obtained on the hcp meter. The customer was administered 10 units of insulin and an unspecified pill as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low reading issue was reported with the use of an adc freestyle libre sensor. A caller called to report that the customer¿s sensor received an immediate ¿lo¿ (readings less than 40 mg/dl) message and customer self-treated with sugar. It was further reported the customer had contact with a healthcare professional and a reading of 339 mg/dl was obtained on the hcp meter. The customer was administered 10 units of insulin and an unspecified pill as treatment. There was no report of death or permanent impairment associated with this event.